Manufacturer narrative:
Pc (B)(4). Only event year known: 2020 batch # unknown as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: 1. Where within the gap setting scale was the orange indicator prior to firing? Unknown 2. What confirmation was received that the device was fully fired? Uknown 3. Did the device staple? Dr. Davis said it partially stapled. 4. Was the staple line complete? Not totally complete according to dr. Davis. 5. Were there any staples missing from the staple line? Unknown 6. What was the shape of the staples (b-formation, irregular, legs straight)? Unknown 7. Were the staples deployed into the tissue? Unknown, but most likely. He said the staple line had leaks and he had to oversew. 8. Were the staples seen in the surgical field? Unknown 9. Did the device cut? Unknown 10. Was the cut line fully circumferential around the target tissue? Unknown 11. If the device fully cut, were both tissue donuts present? Unknown 12. If the device fully cut, were both donuts complete? Unknown 13. How many counter-clockwise revolutions were used to open the device? Unknown 14. How was it confirmed that the anvil was free from the tissue prior to removing? Unknown 15. After firing was the adjusting knob turned ½ to ¾ revolutions? Unknown 16. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Unknown 17. Who fired the device? Unknown 18. Who removed the device? Unknown 19. Was the safety reset prior to removal? Unknown 20. What was the users experience with the device? Dr. Davis said the staple line was not complete. He did a leak test prior to closing and saw bubbles, but oversewed the staple line and the patient had a full anastomosis. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device did not form a complete anastomosis and he had to over sew to complete the case. No other information is available.